Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous right coronary artery. The lesion was accessed from the transradial approach. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail 12/2.0 mm balloon to successfully complete the procedure. It is noted that there was considerable resistance during insertion, and the maverick2 monorail balloon `was pushed strongly.' There was also slight resistance during removal of the balloon. No pt injuries or complications were reported. Pt status is reported as `good.'